Event description:
It was reported that the patient had stimulation in the wrong location following a fall. Stimulation wasn¿t covering the exact place of pain, only around it. The patient had a condition in which she sometimes was unstable and she would fall occasionally. The last fall was on (B)(6) . The patient also reported that sometimes the patient programmer (pp) didn¿t work, however, during troubleshooting the patient stated it was working fine. The patient didn¿t recall which screen she received when it wasn¿t communicating, however, she did say that it seemed to occur when she tried to increase stimulation. Button use, synching, stimulation on/off, and screens were reviewed with the patient. The patient was redirected to their healthcare provider (hcp). It was further noted the patient received assistance from their doctor or manufacturer¿s representative (rep) and their concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).